Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (won't power up) was confirmed. Upon investigation, the monitor was unable to power up. The cause for the power-up failure was isolated to a loose lcd connection. The loose lcd connection shorted several monitor power supplies, which prevented the monitor from powering up. The root cause for the loose lcd connection could not be positively identified. After reseating the lcd, the monitor powered up and was fully functional. No adverse event resulted from the loose lcd connection. The pt was fitted with a replacement monitor.